Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
Device was not made available for eval. Customer did not accept quote for service call. No conclusion can be drawn as repair info is not available.